Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00653 & 9616099-2013-00654. Adjudication minutes were received and reviewed. The site reported that the patient had an ischemic stroke on (B)(6) 2013. As per the adjudication minutes, the event occurred on (B)(6) 2013. Addendum (30-jan-2014): additional information was provided via adjudication minutes. According to the discharge summary, it was noted post-procedure that the patient was experiencing some left upper extremity weakness. The day after the procedure the patient had weakness in the left upper extremity and intermittent immobility of the left arm. Her blood pressure at this time was running 90/60 mmhg. She was on a phenylephrine drip to maintain her systolic blood pressure above 120 mmhg. Her antihypertensive drugs were placed on hold. She denied chest pain. The discharge summary noted that her ECG did not reveal any acute changes, the ck was elevated and the mb was within normal limits. Due to a decrease in her hematocrit and hemoglobin the patient received two units of blood. One day following the index procedure, after the onset of symptoms the nih stroke scale score was 14 due to partial gaze palsy, partial hemianopsia, no effort against gravity in the left arm, no effort against gravity in the left leg, some effort against gravity in the right leg, limb ataxia in 2 limbs, mild to moderate sensory loss and visual, tactile, auditory, spacial or personal inattention. According to the neurology consult, the patient was noted to have a dense hemiplegia of the left arm and left leg, although the patient was minimally aware of these deficits. The examination revealed the following: the patient was awake, alert. She was oriented to place. She followed all commands appropriately. Cranial nerves appeared to be intact. There was no evidence of a significant facial droop and no dysarthria. On the motor exam, she had a dense hemiplegia on the left side. She basically had 0/5 strength in the left upper extremity. In addition, she had reduced strength in the left leg. She had decreased sensation on the left side. She also had some hemi-sensory neglect on the left. Gait was not tested. The patient would need rehabilitation services. CT of the brain without contrast revealed the following: probable recent infarct in the right parieto occipital cortex. Two days following the index procedure, the nih stroke scale score was 8 due to partial gaze palsy, partial hemianopsia, some effort against gravity in the left arm, left leg drift, limb ataxia in left arm and left leg and mild to moderate sensory loss. According to the discharge summary the patient still had left upper extremity weakness, but she was able to walk with physical therapy without any issues. Her blood pressure was 134/51 mmhg and her antihypertensive medications remained on hold. She continued to work with physical and occupational therapy. The patient was discharged to a rehabilitation facility on asa and clopidogrel. 30 follow-up visit was completed. The nih stroke scale score was 2 and the rankin score was 2. The patient was taking asa and clopidogrel. On (B)(6) 2013 at 14:55 the ck was 30 (nl 215, ratio <1) and the ckmb was 0.7 (nl 3.6, ratio <1). On (B)(6) 2013 at 20:26 the ck was 646 (ratio 3.0) with a ckmb of 3.2 (ratio <1). On (B)(6) 2013 at 04:11 the ck was 1,559 (ratio 7.25) with a ckmb of 3.9 (ratio 1.08) and a troponin I of 0.022 (nl 0.045). On (B)(6) 2013 at 04:56 the ck was 1892 (ratio 8.8) with a ckmb of 2.9 (ratio <1) and a troponin I of 0.115. On (B)(6) 2013 at 10:57 the ckmb was 2.9 (ratio <1). On (B)(6) 2013 at 19:41 the troponin I was 0.102. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is the initial and final report for this device. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00653 & 9616099-2013-00654. On the day of discharge, the patient continued to have (but improved) left upper extremity weakness. It was stated, ¿left sided weakness was where her deficits were and she had residual to her left upper extremity.¿ the nih stroke scale score was 8 and rankin score was 3. Complaint conclusion: as reported by the (B)(4) during the index procedure a grade c dissection occurred following pre-dilatation. The dissection was caused when a non-cordis unknown wire was being advanced. A 9x30mm precise pro rx stent was implanted to stabilize the dissection. The final dissection grade was 0. One day following the index procedure, the patient had an ischemic stroke one day post index procedure. The patient experienced behavioral change, left hemiparesis, and left hemineglect. Left visual field loss was noted. It was stated the patient did not recognize the parts of sentences on the left side of paper (visual field loss). Emergency cea surgery was not required. Physical therapy was provided to the patient. Carotid artery stenting (cas) was performed on an 85% occluded lesion in the proximal right internal carotid artery of 20mm in length in a 7.0mm vessel diameter with mild vessel tortousity. The arch I lesion was moderately calcified, eccentric, and ulcerated. A 7mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. Following pre-dilatation and upon advancement of a non-cordis guidewire, a grade c dissection occurred. A 9x30mm precise pro rx stent was implanted proximal to the target lesion to stabilize the dissection. The final dissection grade was 0. An 8x30mm precise pro rx stent was successfully implanted at the target lesion. No debris was found in the filter following filter retrieval. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The following day, the patient experienced the ischemic stroke. Neurology was consulted for the patient and a CT scan and carotid doppler were performed. Physical therapy worked with the patient. The patient was continued on aspirin and plavix. The patient was discharged to a rehabilitation facility four days later. On the day of discharge, the patient continued to have (but improved) left upper extremity weakness. It was stated, ¿left sided weakness was where her deficits were and she had residual to her left upper extremity.¿ the nih stroke scale score was 8 and rankin score was 3. The (B)(6)-year-old female patient has a medical history of a tia, hypertension, history of smoking (>5packs of cigarettes) and high risk criteria of age greater than 75. Pi# (B)(4): the product was not returned for analysis as it remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient (extensive medical history), vessel and procedural factors may have contributed to the reported events. As per contact, the dissection occurred during advancement of an unknown non-cordis wire, therefore, the event is not related to a cordis device. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Aspirin and plavix were given post procedure. Concomitant devices: angioguard rx, catalog number: 701814rmc, lot number: 70713402, unknown non-cordis wire.

Event description:
As reported by the (B)(4) during the index procedure a grade c dissection occurred following pre-dilatation. The dissection was caused when a non-cordis unknown wire was being advanced. A 9x30mm precise pro rx stent was implanted to stabilize the dissection. The final dissection grade was 0. One day following the index procedure, the patient had an ischemic stroke one day post index procedure. The patient experienced behavioral change, left hemiparesis, and left hemineglect. Left visual field loss was noted. It was stated the patient did not recognize the parts of sentences on the left side of paper (visual field loss). Emergency cea surgery was not required. Physical therapy was provided to the patient. Carotid artery stenting (cas) was performed on an 85% occluded lesion in the proximal right internal carotid artery of 20mm in length in a 7.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was moderately calcified, eccentric, and ulcerated. A 7mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. Following pre-dilatation and upon advancement of a non-cordis guidewire, a grade c dissection occurred. A 9x30mm precise pro rx stent was implanted proximal to the target lesion to stabilize the dissection. The final dissection grade was 0. An 8x30mm precise pro rx stent was successfully implanted at the target lesion. No debris was found in the filter following filter retrieval. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The following day, the patient experienced the ischemic stroke. Neurology was consulted for the patient and a CT scan and carotid doppler were performed. Physical therapy worked with the patient. The patient was continued on aspirin and plavix. The patient was discharged to a rehabilitation facility four days later.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00653 & 9616099-2013-00654. Complaint conclusion: as reported by the sapphire registry during the index procedure a grade c dissection occurred following pre-dilatation. The dissection was caused when a non-cordis unknown wire was being advanced. A 9x30mm precise pro rx stent was implanted to stabilize the dissection. The final dissection grade was 0. The same day post index procedure, the patient had an ischemic stroke. The patient experienced behavioral change, left hemiparesis, left hemineglect, and left visual field loss. The patient had hypotension the day after the index procedure. It was stated the patient did not recognize the parts of sentences on the left side of paper (visual field loss). Emergency cea surgery was not required. Carotid artery stenting (cas) was performed on an 85% occluded lesion in the proximal right internal carotid artery of 20mm in length in a 7.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was moderately calcified, eccentric, and ulcerated. A 7mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. Following pre-dilatation and upon advancement of a non-cordis guidewire, a grade c dissection occurred. A 9x30mm precise pro rx stent was implanted proximal to the target lesion to stabilize the dissection. The final dissection grade was 0. An 8x30mm precise pro rx stent was successfully implanted at the target lesion. No debris was found in the filter following filter retrieval. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. According to the discharge summary, it was noted post-procedure that the patient was experiencing some left upper extremity weakness. The day after the procedure the patient had weakness in the left upper extremity and intermittent immobility of the left arm. Her blood pressure at this time was running 90/60 mmhg. She was on a phenylephrine drip to maintain her systolic blood pressure above 120 mmhg. Her antihypertensive drugs were placed on hold. She denied chest pain. The discharge summary noted that her ECG did not reveal any acute changes, the ck was elevated and the mb was within normal limits. Due to a decrease in her hematocrit and hemoglobin the patient received two units of blood. One day following the index procedure, after the onset of symptoms the nih stroke scale score was 14 due to partial gaze palsy, partial hemianopsia, no effort against gravity in the left arm, no effort against gravity in the left leg, some effort against gravity in the right leg, limb ataxia in 2 limbs, mild to moderate sensory loss and visual, tactile, auditory, spacial or personal inattention. According to the neurology consult, the patient was noted to have a dense hemiplegia of the left arm and left leg, although the patient was minimally aware of these deficits. The examination revealed the following: the patient was awake, alert. She was oriented to place. She followed all commands appropriately. Cranial nerves appeared to be intact. There was no evidence of a significant facial droop and no dysarthria. On the motor exam, she had a dense hemiplegia on the left side. She basically had 0/5 strength in the left upper extremity. In addition, she had reduced strength in the left leg. She had decreased sensation on the left side. She also had some hemi-sensory neglect on the left. Gait was not tested. The patient would need rehabilitation services. CT of the brain without contrast revealed the following: probable recent infarct in the right parietooccipital cortex. Neurology was consulted for the patient and a CT scan and carotid doppler were performed. Physical therapy worked with the patient. The patient was continued on aspirin and plavix. Two days following the index procedure, the nih stroke scale score was 8 due to partial gaze palsy, partial hemianopsia, some effort against gravity in the left arm, left leg drift, limb ataxia in left arm and left leg and mild to moderate sensory loss. According to the discharge summary the patient still had left upper extremity weakness, but she was able to walk with physical therapy without any issues. Her blood pressure was 134/51 mmhg and her antihypertensive medications remained on hold. She continued to work with physical and occupational therapy. The patient was discharged to a rehabilitation facility on asa and clopidogrel five days following the index procedure. On the day of discharge, the patient continued to have (but improved) left upper extremity weakness. It was stated, "left sided weakness was where her deficits were and she had residual to her left upper extremity." The nih stroke scale score was 8 and rankin score was 3. 30 follow-up visit was completed. The nih stroke scale score was 2 and the rankin score was 2. The patient was taking asa and clopidogrel. The (B)(6) female patient has a medical history of a tia, hypertension, history of smoking (>5packs of cigarettes) and high risk criteria of age greater than (B)(6). The product was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient (extensive medical history), vessel and procedural factors may have contributed to the reported events. As per contact, the dissection occurred during advancement of an unknown non-cordis wire, therefore the event is not related to a cordis device. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.